Event description:
On (B)(4) 2012, it was reported that, during generator revision surgery, the surgeon could not remove the positive lead out of the header of the generator. The surgeon stated that it appeared fused in to the generator. Pre-operative diagnostics were all ok with eos=yes. Attempts to loosen the set screw and re-tighten were made; however, no clicks were heard during tightening. A manufacturer's consultant was present and was uncertain if the hex screwdriver could be completely inserted. The surgeon was convinced that the pin was fused to the header, and the surgeon was going to take off the header. Additional information indicated that the patient's generator was successfully explanted and replaced. The lead was not replaced. The surgeon drilled a hole in the top of the generator to remove the lead pin without any damage to the lead. The new generator was implanted, and diagnostics were performed successfully. The generator and hex screwdriver were returned and are currently undergoing product analysis.

Event description:
The torque wrench inspection documentation was reviewed on (B)(6) 2013 and all inspections were passed prior to distribution. The generator DHR was reviewed on (B)(6) 2013 and all functional tests were passed prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator passed all functional prior to distribution.

Event description:
Generator product analysis showed that the low battery/end of service allegations were confirmed. An open can measurement of the battery voltage determined that the battery was depleted. The end of service condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. The reported "removal difficulty positive set screw" allegation could not be confirmed in the pa lab. Analysis in the pa lab could not determine root cause of the removal difficulty of the positive set screw. The initial report stated that the damage to the generator's header was incurred to facilitate the positive lead removal from generator connector block, which occurred during the explant procedure. The device performed according to functional specifications. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was confirmed against the generator. No visual or mechanical anomaly was identified with the torque wrench or test resistor. The returned test resistor met the resistance specification. Although the clockwise torque measurement (tightening of the set screw) was slightly above the upper limit, analysis concluded that this condition did not impact the set screw removal during the explant procedure.